Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic experiencing elevated capture thresholds on the right ventricular lead. Device was reprogrammed to resolve the issue. Patient was discharged.